Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04845. The pt received two leads with the same lot number. It was reported, the pt had lost weight and the system was no longer providing pain relief. In addition, the implant area was uncomfortable. The physician explanted the scs system. It was reported the devices would not be returning.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.